Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: balloon rupture/dissection requiring medical intervention. Device malfunction: balloon rupture. It was reported that the lesion had no tortuosity, moderate calcification and a 75% stenosis. The voyager nc was dilated in the lesion for the first time but the balloon ruptured at 12 atms. As a dissection occurred, two stents were implanted to treat the dissection. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions code: the pt effect of a vessel dissection, as listed in the voyager nc IFU, is a potential adverse event associated with coronary angioplasty procedures and is not necessarily an indication of a product quality deficiency. A definitive cause for the reported pt effect and the relationship to the product, if any, cannot be determined. It is possible that the balloon material was damaged during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation during the procedure. A definitive cause for the reported balloon rupture cannot be determined, however, there does not appear to be any indication of a product quality deficiency.